Event description:
It was reported that during a roux-en-y procedure, the device stapled but did not cut. They replaced the device with a new one and completed the procedure. No patient consequence.

Manufacturer narrative:
(B)(4). Results, conclusions= missing knife. Evaluation summary: the analysis results found that the device was received in good visual condition and with a cartridge loaded in the device. The cartridge was received fully fired. While performing the analysis it was noted that the device had the knife missing and a wedge band was in its placed, that is, three wedge bands were found in the device. No functional test could be performed due to the condition of the device. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications prior to shipments, in addition, a sample of the batch is inspected at (B)(4). A batch record review was performed and no anomalies were found during the manufacturing process.